Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based upon the information obtained. There was no indication of an issue with the equipment. Therefore, a root cause could not be determined conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an intraocular lens implant (iol) was explanted because the no rotation required status was unable to be obtained. Additional information has been requested.